Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that a revision procedure was performed, this right ventricular lead was surgically abandoned and replaced. A lead fracture was suspected. No adverse patient effects were reported.